Event description:
It was reported by the patient's son that the patient had been hospitalized 'for the last month' after losing consciousness. They reported that the patient lost consciousness for approximately 20 minutes and emergency services were called. The patient's son believed the patient's blood glucose levels were low at the time, but the patient's wife stated they were measured to be 220 mg/dl at the time. There were no details provided regarding treatment provided. The son does not know the reason for hospitalization. The patient was discharged on (B)(6) 2025. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.